Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A check syringe plunger sensor error was found in the event history log (ehl). Inspection found that plunger lever was broken. The customer reported product problem was therefore confirmed. The damage was attributed to a customer. A user interface issue was therefore established as the root cause. The right plunger case was replaced to address the issue.

Event description:
It was reported that the clutch lever was not working on the medfusion pump. No patient injury or complications were reported in relation to this event.